Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During servicing of the device for an error code 1006, the fse found the battery to be malfunctioning, no patient involvement reported.